Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that his blood glucose levels reached 41 mg/dl, and then he lost consciousness. The customer felt that the insulin pump did not suggest the correct amount of insulin when he used the bolus wizard that day. Troubleshooting was performed, and the bolus wizard was calculating properly. The insulin pump was also programmed correctly. The customer was advised on the way the bolus wizard calculates. Nothing further was reported.